Event description:
Additional information received (B)(4) 2014 noted the patient experienced pain, bladder trouble, infection, voiding dysfunction, vaginal bleeding, pain during urination, pain during intercourse, localized pelvic pain, a recurrence of the original diagnosis for which the product implanted and disfigurement.

Event description:
It was reported to boston scientific corporation that a lynx suprapubic mid-urethral sling system was implanted into the patient on (B)(6) 2010. According to the complainant, the patient experienced injuries (specifics unknown). All other information, including the patient's current condition, is unknown and reportedly unavailable. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A second physician was reported with this event; their contact information is as follows: (B)(6).